Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device. The reporter did not state if the lancet protruded past the cap before or after firing the lancet device. The reporter also did not state if the drum was dropped. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.